Event description:
A 12mm short stapler, ref# egiaushort, ln:p1k1295, exp: 09-30-26, used for (1) 45mm staple, 2nd staple reload unable to staple. New stapler obtained, no harm to patient. FDA safety report ID# (B)(4).